Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer reported their blood glucose level was 51 mg/dl. She was going to treat for her low and already treated for her high blood glucose. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue at the time of the call. Product will not be returned for analysis.